Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h7, h9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported gas pressure issue was confirmed .based on the results of the investigation, the root cause of the gas leakage sound coming from the system was due to faulty 1st regulator unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the insufflation unit had a gas leakage sound coming from the system. The issue occurred during a therapeutic laparoscopic myomectomy procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.